Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the pacemaker was found to be in back-up mode. Technical support was contacted and found that the back-up mode had occurred due to normal eri. Technical support recommended device replacement to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: d6.

Manufacturer narrative:
The device was received for analysis in back-up vvi mode (bvvi) with battery at end of service voltage level. Analysis of the device image indicated that back-up was triggered due to non-maskable interrupt (nmi) was triggered. An analysis was performed after reloading product code and no anomalies were detected with the device. The backup condition could not be reproduced and the cause of nmi could not be determined. A longevity assessment was performed based on average current drain, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion. The reported event of back-up mode was confirmed on the device image; however, the cause of the bvvi could not be determined.

Event description:
Additional information received indicates that the device was explanted and replaced to resolve the event. The patient was stable with no consequences.